Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) cannot be rolled up to store the power cord. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10 a getinge field service engineer (fse) had inspected the device and it was found that that the power cord was fallen into the groove on the automatic cord reel by making it impossible to store the cord into the machine. The fse rearranged the power cord into the groove on the cord winder wheel. So, that the test can be used normally. The iabp was then released and cleared for clinical service.

Event description:
N/a